Manufacturer narrative:
The review of logfiles for the day of treatment confirms an error message appeared before laser fired. The surgeon repeated the treatment of patient's left eye and the error message appeared during laser fired. The treatment was canceled. The surgeon shut down and restarted the laser. The user repeated the treatment of patient's left eye and finished without further issue. The logfiles confirmed the reported error message. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. During on site visit, after the date of the event, field service engineer (fse) replaced both euf-boards (sensoric box and beam path). Root cause is a faulty euf-board. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an energy message occurred during flap creation of the left eye. The case was aborted. The laser was shut down, restarted and recalibrated. The surgeon wanted to redo the flap since it was not in the pupillary area. The left eye flap was created on the second attempt with no issues. The flap was lifted and refractive treatment was completed.